Manufacturer narrative:
This event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer considered reportable. Malfunction code of 1528 (difficult t remove) no longer applies.

Event description:
As reported, a 5mm 180cm angioguard rx was used with an unknown precise stent during a carotid stenting procedure. When the stent was retracted, the delivery system never withdrew. The delivery system of the precise could not be withdrawn from the angioguard guidewire. The angioguard and precise stent were withdrawn in one piece, the capture system did not work. Finally, due to this situation, the surgeon broke the back handle section before retrieving the angioguard. The case was completed with the use of an angioguard, precise stent, and an unknown 8g guiding cath. There was no reported patient injury. The product was stored and handled according to the IFU. The product was inspected and prepped according to the IFU. The capture sheath coil dispenser was flushed according to the IFU. The lesion was in the carotid artery with stenosis and needed stenting. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35265344 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm 180cm angioguard rx was used with an unknown precise stent during a carotid stenting procedure. When the stent was retracted, the delivery system never withdrew. Finally, due to this situation, the surgeon broke the back handle section before retrieving the angioguard. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm 180cm angioguard rx was used with an unknown precise stent during a carotid stenting procedure. When the stent was retracted, the delivery system never withdrew. Finally, due to this situation, the surgeon broke the back handle section before retrieving the angioguard. There was no reported patient injury. The device will be returned for evaluation.